Event description:
It was reported that there was high threshold on the right atrial (ra) lead and the epicardial left ventricular (lv) leads. The leads remain in use. No patient complications have been reported as a result of this event. It was further reported that the ra lead was explanted and replaced. The epicardial leads were capped. It was also reported that a lv lead exhibited high thresholds and remains in use.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2004; product ID: 694965 lead, implanted: (B)(6) 2007; product ID: dtma1d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.